Event description:
(B)(4).

Manufacturer narrative:
The technician found the scale is reading negative weight; the scale was zeroed with the patient on the bed, user error. The technician zeroed the scale to resolve the issue.